Event description:
Health professional reported an alleged prolapsed lap-band device. The pt reported experiencing heart burn and acid reflux at night and vomiting. An upper gastrointestinal was conducted and was positive for a prolapsed band. The lap-band system was explanted and replaced.

Manufacturer narrative:
(B)(4). Allergan has received the product, however, the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Band slippage, reflux and vomit are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage, reflux and vomit as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."